Event description:
It was reported that the bd 13 mm ss vial access device had flow issues - fluid blockage. The following information was provided by the initial reporter: material: 2203e batch: 24045352. Verbatim: "description: consumer called to report pqc for winrevair. Caller reported difficulty attaching the vial adapter to the vial stating it was very difficult to push down onto the vial. Once attached, caller reported difficulty pushing the plunger of the sterile water syringe in order to reconstitute the product and that the plunger would not move. Caller then stated she pushed really hear and all of the sterile water leaked out of the syringe tip. Photo provided and unit has been set aside for retrieval. The vial adapters are very small, when pushing at the neck of the adapter its real hard to push down like its almost going to break (the spike)¿ did the adaptor have any missing or broken parts (e.g. The spike)? No met a lot of resistance when trying to push the sterile water syringe plunger down in order to mix product. Sterile water ended up spilling out on the table because of having to push so hard. Patient was unable to reconstitute product and therefore missed her scheduled dose. Did any part of vial adaptor crack or break during insertion or use? No".

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
No product or photo was returned by the customer, of material 2203e, lot 23085416. The customer complaint of clogged / blocked could not be verified due to the product not being returned for failure investigation. Due to an increase of complaints reported by merck for smarsite occlusion, a corrective and preventative action assessment was carried out for the failure investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.